Manufacturer narrative:
Viperslide lot number: 10qh7781. The diamondback 360® coronary orbital atherectomy system instructions for use manual states that an allergic reaction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
The patient experienced a 50 millimeter of mercury (mmhg) drop in blood pressure after insertion of the diamondback 360 coronary orbital atherectomy device (oad). The patient was treated and recovered. A non-csi device was used for treatment and a stent was placed to complete the procedure. The physician confirmed the patient had an allergic reaction to the viperslide, but it was not confirmed which component of the viperslide the patient was allergic to.